Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 3 weeks after the dental implant was placed in ada site 29, the implant had lost osseointegration. Clinician noted poor bone quality, pain and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 3 weeks after the dental implant was placed in ada site 29, the implant had lost osseointegration. Clinician noted poor bone quality, pain and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.